Event description:
Additional information received reported that there was no issue with the leads. It was noted the system previously controlled symptoms, but the patient had lost pain relief.

Event description:
It was reported that the patient had a loss of pain relief on 2013 (B)(6); an x-ray was taken and showed that the leads had not migrated. The patient experienced increased pain and the severity was noted as ¿mild.¿ it was noted that the event was related to the device or therapy. The patient reportedly had two leads explanted and replaced on 2013 (B)(6). The patient recovered without sequelae on 2013 (B)(6).

Manufacturer narrative:
Product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 201 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).